Event description:
It was reported that during a transurethral procedure to treat ureteral calculi, the console was connected and a continuous abnormal sound was heard while the fiber was inside the patient. The procedure was completed with a fiber replacement. The patient's condition was stable following procedure. Analysis of the returned device identified distorted light exiting the fiber connector face, indicative of an internal fiber connector fracture.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the retuned device confirmed a damaged/defective fiber as analysis identified distorted light exiting the connector face, indicative of an internal fracture on the connector. Additionally, burn marks were observed on the connector. The device history record (DHR) indicates the device met all manufacturing specifications. A labeling review was completed and found that the instructions for use states, "inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement." A risk review was completed and confirmed that the event of a damaged/defective fiber was defined in the risk documentation to support acceptable risk benefit for the product. Fracture within a connector can occur during procedural handling of the fiber during setup or use. This device malfunction can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Additionally, it is likely that the interaction between the fractured connector and blast shield led to the burn marks seen on the fiber connector face. An investigation conclusion code of cause trace to component failure was assigned to this investigation which indicates an expected or random component failure without any design or manufacturing issue.